Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer¿s blood glucose level. Since the fault ID could not be confirmed due to the pump already being replaced, the technical support team decided to send a replacement pump. The customer confirmed an understanding of how to put the pump into storage mode and was instructed to return the problematic pump using a pre-paid label within ten days. No backup insulin therapy was available, and the customer planned to contact a healthcare provider.